Manufacturer narrative:
Result: sharp edge in canopy hole.

Event description:
It was reported that a child allegedly put their finger into the canopy hole and cut their finger. The alleged injury was reported to be a "surface scratch" which only required a band-aid to treat.